Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b5 and b7.

Event description:
It was reported via the implant patient registry that this patient with a 7300tfx 25mm valve in tricuspid position implanted for approximately two (2) years and eight (8) months, underwent a valve-in-valve procedure due to tricuspid stenosis and regurgitation. The ttvr and tpvr was performed with a 26mm valve. The patient was discharged on pod #4.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. A definitive root cause cannot be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported via the implant patient registry that this patient with a 25mm valve, implanted approximately for two (2) years and eight (8) months, underwent a valve-in-valve procedure due to unknown reasons. The ttvr were performed with a 26mm valve. Post op patient's status was noted as in recovery.